Event description:
Info rec'd indicates the head section slowly drifts down.

Manufacturer narrative:
The tech found the CPR valve was stuck due to contamination in the hydraulic fluid. The tech replaced the CPR valve to repair the bed.